Event description:
A consultant reported that metallic shiny bits were detected in some patients' eye after cataract surgery. The small shining metallic like material was observed at the paracentesis. Add'l info has been requested but not rec'd to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).